Event description:
It was reported that the pt was having problems; the problems were not specified. X-rays revealed the screw was broken in half. The pt underwent revision surgery. The broken screw was removed and replaced.

Manufacturer narrative:
The product was returned for eval. Visual examination confirmed the screw was broken roughly at the third and fourth thread from the head. Further analysis revealed the fracture was initiated from the lower right hand side, and moved across the screw with the final overload happening on the left side. Analysis suggests that the screw may have been broken, due to fatigue loading caused by flexion/extension, and/or lateral bending. A review of the device history records did not identify any applicable non-conformances to spec.